Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the reported field events of no capture or sensing could not be confirmed in the laboratory. The device was tested on the bench and was found to be normal.

Event description:
It was reported that during implant procedure, no capture or sensing were observed. Pacing lead impedances were high and out of range. The device was explanted.